Event description:
The caller reported that either on (B)(6) or (B)(6) the customer's blood glucose level was high and she had a diabetic ketoacidosis. She uploaded the insulin pump to carelink but she did not see any boluses. The data also skipped from (B)(6). Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.